Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was unable to complete insulin pump rewind. Fill cannula was recorded in daily history. Customer performed self test and the test was passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.